Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge septum material "broke off" into the syringe. There was no impact to the customer's blood glucose level. The customer changed the needle and successfully filled the cartridge to address the event.